Event description:
It was reported that an alarm was occurring, though telemetry had yet to be performed at the time of report. It was indicated that the patient was not symptomatic. Two years later, it was reported that there had been three patients where the reporter believed the reservoir volume was updated during a refill, but the pump alarmed shortly after. The reporter believed there may have been a problem with the programmer. The reporter did not indicate that any of the pumps had been in stopped mode, but they alarmed early as if they had not been updated even though the reporter thought they had been. About three weeks later, it was later reported that the healthcare provider (hcp) had alleged a premature empty reservoir alarm. The reporter spoke with the hcp about being certain that the pump was actually updated and explained the erroneous alarm that could occur with old software cards. The reporter also stated that in the last 2 years prior to the report the patient had also had a premature low reservoir alarm. The reporter noted that the physician programmer software card had been updated in (B)(6) 2013, but the latest occurrence had happened in (B)(6) 2013. Two weeks later, it was reported that the pump had been filled on (B)(6) 2011 and the alarm was heard on (B)(6) 2011. There had been both a low reservoir and an empty reservoir per the telemetry. The patient was brought in on the date of the alarm and 16ml were removed from the reservoir. The healthcare provider put it back in and reprogrammed the pump at 16ml. It was indicated that the patient had not had any symptoms and the issue never occurred again. No cause was determined and no troubleshooting or interventions were taken. At the time of report, the patient was well and had no issue. The pump had since been explanted and replaced due to normal battery depletion. The device system had been used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID 8575, lot # n099000, implanted: (B)(6) 2007, product type accessory. (B)(4).